Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to lead dislodgement. The lead was found in the atrium/svc and sensing the af. Helix was not able to extend after retraction and repositioning of the lead. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.